Manufacturer narrative:
Initial and final MDR 1886035 - MDR 3003442380-2024-08123 - device 3 of 4e1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion set cannula insertion difficulty on (B)(6) 2024. All the events occurred after inserting the needle, when patient was remove the applicator as it does not insert properly causing it to fell off. The blood glucose level at the time of event was 150 - 160 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.